Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had insomnia and had not slept and was also in pain. It was stated on the recharger that it had to be plugged in and did not leave that screen. The recharger had been plugged in since 2 days ago prior to report and still did not leave the screen or charging. It was stated that the desktop charger connector pin was fine. Patient stated their ins was completely off and stimulation stopped the day prior to report. Patient stated that they were in a wheelchair and could not move and was in pain. Patient also stated when they move, they have spasms. It was stated when system was on it helps. Patient stated they have problems with mobility. No further complications were reported as a result of this event.